Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 626164) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included leukocytosis, kidney stone, anxiety, hyperlipidemia, thyroid disorder, abdominal pain lower, thyroid disorder, hyperlipidemia, anemia, vaginal discharge, urinary tract disorder, flank pain, overweight, depression, hypothyroidism, pelvic adhesions, hematometra and disorder thyroid. In (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), menorrhagia ("menorrhagia"), infection ("infection"), dysuria ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune symptoms"), alopecia ("hair loss"), hypoaesthesia ("numbness in limbs"), fatigue ("chronic fatigue") and pain ("chronic body aches"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, diagnostic cystoscopy, lysis of adhesions). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, infection, dysuria, allergy to metals, dyspareunia, autoimmune disorder, alopecia, hypoaesthesia, fatigue and pain outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, dyspareunia, dysuria, fatigue, genital haemorrhage, hypoaesthesia, infection, menorrhagia, pain and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 626164) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included leukocytosis, kidney stone, anxiety, hyperlipidemia, thyroid disorder, abdominal pain lower, thyroid disorder, hyperlipidemia, anemia, vaginal discharge, urinary tract disorder, flank pain, overweight, depression, hypothyroidism, pelvic adhesions, hematometra and disorder thyroid. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), menorrhagia ("menorrhagia"), infection ("infection"), dysuria ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune symptoms"), alopecia ("hair loss"), hypoaesthesia ("numbness in limbs"), fatigue ("chronic fatigue") and pain ("chronic body aches"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, diagnostic cystoscopy, lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, infection, dysuria, allergy to metals, dyspareunia, autoimmune disorder, alopecia, hypoaesthesia, fatigue and pain outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, dyspareunia, dysuria, fatigue, genital haemorrhage, hypoaesthesia, infection, menorrhagia, pain and pelvic pain to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.